Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was presented at the ER on (B)(6) 2024 with and open incision and non-purulent drainage. As a result, the patient was taken into surgery for wound exploration and midline thoracic incision was opened, explored and wound edges removed. Patient's incision was closed, and patient was given oral antibiotics to address the issue.